Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device overheated. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.